Event description:
It was reported that the patient experienced a shocking or jolting sensation when increasing stimulation. The patient lifted something heavy the day of the report that caused pain so the patient wanted to increase the stimulation. It was noted the patient had dropped their patient programmer (pp) on the hard concrete floor. Stimulation was increased from 5 to 5.1 and the patient felt a shock and got a shooting pain down her legs. The patient was still feeling pain from the shock at the time of the report. The patient reported feeling pulsating near the implanted battery. It was suggested to turn the stimulation down or off and contact the healthcare provider (hcp). Additional information received from the manufacturer¿s representative (rep) stated that she saw the patient on (B)(6) 2014. After the patient was implanted, the patient dropped their pp on the floor and reached/bent to grab that and felt that uncomfortable feeling for just a little bit. When the rep. Met with the patient she re-educated the patient on taking things easy and being careful. The patient was doing fine and getting therapy with no other issues noted. The patient¿s sensor was going to be turned on in a couple of weeks and everything was expected to go smooth at that appointment too.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).